Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported link break and unexpected medical intervention appears to be related to operational context. It is likely an interaction of the device with patient anatomy or link pulled until it breaks is due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, two proglide had a link break noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 22f, and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.